Event description:
It was reported that patient had left total knee revision due to baseplate loosening. Surgeon took out tibia and replaced it with a triathlon.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown m2 baseplate. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.